Event description:
It was reported during a right side atrial flutter procedure, the catheter set-up was manually selected by the user. At the beginning of ablation, the cool flow pump switched to the high flow mode. After several minutes, the pump switched back to the low flow mode without any error message in the stockert. Afterward, during ablation period, the pump was manually set to high flow. During ablation, a steam pop occurred. The patient developed a pericardial effusion (pe). This event did not require any intervention and the patient was completely recovered. The patient remained stable. Blood no longer has entered into the pericardium, the observed liquid had disappeared completely after 3 days. The physician's opinion regarding the causality of adverse event was device-related.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
Correction: according to the affiliate, the patient didn't develop a pericardial effusion during this procedure. (B)(4).

Manufacturer narrative:
(B)(4). The unit was sent in for service, however no errors were observed. Functional and safety test and preventative maintenance were performed. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.